Event description:
The patient reportedly experienced intermittency, the external equipment and the cochlear implant. External equipment and programming changes were made. However, the reported problem was not resolved. The patient was seen by a company rep for device eval. Testing showed that the device was not functioning. Surgery to explant patient's c1 device was scheduled in 2008.